Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor; unable to perform occlusion test and excessive no delivery tests due to prime anomaly. No blank display anomalies were noted. No damage on the lcd isolation tape noted. No motor error alarms noted and the motor was tested outside the device and passed. The operating currents are within specifications and passed self test, a21 error test, displacement test and basic occlusion test. The insulin pump had cracked case at the display, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. The insulin pump was missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump's screen was restored from a blank display. The insulin pump alarmed motor error 7 times. The customer was able to rewind the insulin pump. The insulin pump alarmed no delivery. The customer went to the emergency room on (B)(6) 2016 due to a high blood glucose level of 900 mg/dl. The customer became ill with a virus and had a cat scan done. The customer was off the insulin pump during cat scan. The virus led to a diabetic ketoacidosis. The customer was put on insulin drip. The customer was wearing the insulin pump at the time of the emergency room visit. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.